Event description:
During use of the device for a surgical procedure, the user observed an e0e alarm. The unit was not changed out and the user reported the surgical procedure was completed successfully. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Note: reported complaint was confirmed upon receipt of the component. The device was repaired at the customer site and the subject component was returned for eval. The root cause of this reported complaint was attributed to component failure.